Manufacturer narrative:
The user facility reported that after the codes appeared, all the contacts were cleaned with alcohol and completely dried before reinserting into the light source and the code then went away. The device has not been returned for evaluation. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a b30 and e216 communication errors on a light source. The issue occurred during preparation for a colonoscopy procedure. The device was inspected prior to set up for the diagnostic procedure. There was no delay in the procedure. The same device was used to complete the procedure. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The IFU contains the following statements: - "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." The root cause could not be established. As there is a scope where the errors do not occur, possible causes include a problem with the scope used or an unstable electrical connection. An unstable electrical connection may occur due to the electric contact point of the scope connector not being dry enough or foreign matter being present on the contact point. Olympus will continue to monitor the field performance of this device.